Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime ( prime issue) issue. It was reported the pump emitted a no cartridge detected warning while a cartridge was present in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: a review of the pump¿s black box data showed multiple no cartridge detected warnings. During testing, there was no load step malfunction. The force sensor calibration was found to be within specifications. The pump cover was opened and no defect was found to the force sensor. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.